Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx implant was implanted into the patient on (B)(6) 2016. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep; back pain; vaginal pain; pelvic pain; groin pain; anal pain; rect pain; thi pain; pain inter; diff bowel; incont not pres; rec incont; aggrav incont; damage; psych. Surgical interventions: on (B)(6) 2016 the patient underwent further surgery regarding the lynx implant under general anesthesia for the following purpose: urethral synthetic sling division, anterior vaginal compartment repair and cystoscopy. On (B)(6) 2016 the patient underwent further surgery regarding the lynx implant under general anesthesia for the following purpose: bulkamid urethral bulking system. On (B)(6) 2016 the patient underwent further surgery regarding the lynx implant under general anesthesia for the following purpose: anterior vaginal compartment repair, urethrovaginal fistula closure, bladder stress incontinence sling procedure. On (B)(6) 2017 the patient underwent further surgery regarding the lynx implant under general anesthesia for the following purpose: urethroscopy. On (B)(6) 2017 the patient underwent further surgery regarding the lynx implant under general anesthesia for the following purpose: cystoscopy urethral synthetic sling division, anterior vaginal compartment repair, urethroplasty single stage repair. On (B)(6) 2017 the patient underwent further surgery regarding the lynx implant under general anesthesia for the following purpose: cystoscopy. On (B)(6) 2017 the patient underwent further surgery regarding the lynx implant under general anesthesia for the following purpose: cystoscopy. On (B)(6) 2019 the patient underwent further surgery regarding the lynx implant under general anesthesia for the following purpose: cystoscopy. On (B)(6) 2019 the patient underwent further surgery regarding the lynx implant under general anesthesia for the following purpose: urethral diverticulum excision, cervix cauterisation, urethroplasty single stage.